Event description:
A home health care service, reported that "a diabetic patient had foam based tens electrodes placed on a bleeding surgical site, continued to replace the electrodes on the bleeding site, administer the electrical stimulation and self medicate with pencillin cream. She reported a burn-like injury to the skin area."